Event description:
Reporting status: death. Reporting rationale: acute thrombosis requiring intervention. Device issue: failure to advance. It was reported that the patient has a history of bladder cancer; therefore, treatment was planned for the lad lesion with a bare metal stent because plavix could not be given to this patient; however, heparin was administered during the procedure. A mini vision was selected for use; however, the mini vision failed to cross the heavily calcified lesion. The device was pulled back into the guiding catheter as the decision was made to use a rotablader to remove some of the calcium in the vessel. Another physician was brought in to do this procedure; however, during the time, it took for the previous physician to scrub out and the new physician to scrub in (approximately 10 min), the stent, which had been left in the guiding catheter clotted with blood. The patient went into cardiac arrest, CPR was administered, intubation and defibrillation was performed; however, the patient expired. No autopsy was performed on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. A heavily calcified lesion may have contributed to the inability to cross, but the exact cause is unknown. The inability to tolerate the anti-platelet therapy with the interval to perform the atherectomy may have contributed to the thrombosis and patient effects. The exact cause unknown. The IFU states "patients in whom anti-platelet and/or anticoagulant therapy is contraindicated". The IFU states that thrombosis, arrhythmia, and death are adverse effects with coronary stenting and not an indication of a quality issue.